Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the stiffener plate was damaged, due to the cable slipping off the old style bearings, and the brake and brake/steer casters were damaged. The technician replaced the casters stiffener plate and bearings to repair the bed.